Event description:
It was reported that the flat panel arms are not holding sterile covers on and that they can be pulled off easily. There was no patient involvement nor adverse consequences.

Manufacturer narrative:
This device does not have an expiration date. This is a known problem in which the o-rings on the inner handle for either flat panel monitors or surgical lights become damaged or broken. The user is unable to install the sterilizable covers correctly following this damage. The damage is generally caused by improper or forceful installation by the user. This is not a single use product.